Event description:
It was reported via repair work order that the cot was positioned at half height, when the paramedic pushed down on stretcher, prior to the patient being placed on the cot and the head end dropped to the ground.

Manufacturer narrative:
Third party evaluation.